Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of eye infection that later spread to where the filler was injected, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected in the cheeks with juvéderm voluma® xc. The patient experienced ¿nodules.¿ the healthcare professional reported that the patient had a previous eye infection and was treated with antibiotics (prior to injection). The patient never disclosed this condition and medication to the office prior to being injected. The infection later spread to where the filler was injected, deemed not device related, and the patient was sent to the hospital for IV antibiotics. The event resolved.